Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to fluid loss in the device which was caused by an accident that the patient had. The patient was being treated for urinary incontinence and the patient is expected to fully recover.